Event description:
Fiber broke during case, no patient harm.

Manufacturer narrative:
Device was tested, had pilot beam, and passed the bend radius test. Device failure appears to be caused by user handling.